Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal low calcium and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics from (B)(6) 2012 to (B)(6) 2012 for the peritonitis. On (B)(6) 2012, the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the minicap transfer set is unknown; however the manufacture and 510k will be provided in the MDR. Although there are multiple product codes provided, the brand name remains unchanged and will also be provided in the MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12e03041, h12f21058, h12c30049, h12e29053 and h12g09010 (product codes 5c4482 and 5c4483) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.